Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity. The post market surveillance department requested patient medical records and treatment data related to this adverse event; however, the user facility declined to provide this information without a signed release from the patient. As the patient has expired, no medical records or treatment data will be made available.

Event description:
A biomedical technician (bmt) from the user facility called in to technical support to request field service on a 2008t hemodialysis (hd) machine following a hd treatment in which a patient expired while undergoing therapy. No alarms were generated, and no issues were alleged, identified, or observed during the hd treatment. Following the event, the unit was pulled from service for evaluation. The bmt performed functional testing and a visual analysis; no issues were identified. Additionally, the bmt confirmed that the system passed all pre-treatment checks. An issue was identified with the speaker, but is not considered associated with or a factor in the occurrence of the adverse event. A replacement speaker has been ordered. Additional follow-up was performed with the (B)(6). According to the (B)(6), the patient with end stage renal disease (esrd) arrived to treatment at the user facility with what was noted as "a poor prognosis," but then declined to provide any further patient details related to pre-existing conditions. The (B)(6) indicated that the patient's blood pressure dropped "and crashed" during the treatment. At that time, the patient's blood within the extracorporeal circuit was returned, and then the staff began cardiopulmonary resuscitation (CPR) efforts. These efforts were discontinued after the patient's family "signed off" on a do not resuscitate (dnr) order. The (B)(6) declined to give any further treatment details. A fresenius res performed an on-site evaluation of the unit. Functional testing performed by the res confirmed the unit was operating properly. No malfunctions of the 2008t hd machine observed or identified during the on-site evaluation. The (B)(6) stated the unit remains out of service pending a report by the fresenius (B)(6) documenting the on-site evaluation performed on the unit. Follow-up information was provided which revealed that there were no issues with the fresenius acid concentrate used for the hd treatment. No sample of the acid concentrate is available to be returned to the manufacturer for evaluation. The user facility confirmed that the dialyzer, bloodline, and bicarb concentrate were non-fresenius medical care manufactured products.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed. No system issues were identified during the on-site evaluation. Functional testing performed by the res confirmed that the unit was operating properly. No malfunction of the 2008t hd machine observed or identified during the on-site evaluation. Follow-up information was provided which confirmed that the 2008t hd machine was returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the patient incident was not able to confirm an issue which would have resulted in the adverse event. The system level review of this 2008t hd machine and the concomitant medical product used during the hd treatment found no indication that a fresenius product caused or contributed to the patient event. Batch production record reviews were performed, for the associated acid concentrate, on all lots identified as having shipped to this account within 3 months of the occurrence date. No deviations or non-conformances were identified during the manufacturing process which could be associated with the reported event. Additionally, no sample of the acid concentrate was available to be returned to the manufacturer for evaluation, and no companion sample was made available.